Manufacturer narrative:
Correction: d1 brand name; correction: d4 model number, serial number, lot number, expiration date and UDI; correction: d6 date of implant; correction: h4 device manufacture date.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced headaches and ringing in the ear due to an alleged csf leak. The physician checked the area where the paddle lead was implanted, and a csf leak was not present. Surgical intervention took place wherein the lead was explanted and replaced. Headaches have resolved.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.